Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 418 mg/dl. Customer had treated their blood glucose with a manual injection. The customer believed their insulin pump was not properly delivering insulin to their body. It was found the customer did not have any symptoms of high blood glucose. Troubleshooting found insulin was able to exit from the tubing and there was no leak present on the insulin pump. Customer also reported their sensor glucose reading was different from their actual blood glucose reading. Customer stated their sensor glucose was 75 mg/dl when their blood glucose was higher. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.